Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was extracted due to insulation and conductor issues. The lead is unlikely to be returned as it was significantly damaged during extraction. Besides intervention, there were no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection observed several cuts and tears in the insulation. The lead was extremely stretched and deformed with some calcification noted on the anode electrode ring near the tip. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Resistance measurements were within normal limits confirming the lead conductors were intact. Pressure measurements were not within normal limits indicating an electrical short between the conductors. The conductor fracture allegation was not confirmed based on normal lead resistance measurements and inspection that showed no conductor fractures. The insulation damage/defective allegation was confirmed. The lead insulation is cut, torn, and punctured in multiple places which was likely induced at explant.

Event description:
It was reported that this right atrial (ra) lead was extracted due to insulation and conductor issues. The lead is unlikely to be returned as it was significantly damaged during extraction. Besides intervention, there were no additional adverse patient effects were reported.